Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife blade and obstruction that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the demonstration at the medical briefing session, the first reload was connected with the handle, shell, and the adapter, and firing was performed to the crab stick sponge in the order of 1, 2, 3. Although the button was pressed for a long time, firing stopped halfway several times(there was no indication of the resistance limit on the display). Firing was managed to be done until the end. When the up button was pressed to return the knife, it was obvious that the knife came back slower than usual. And when the knife returned to the end, there was an error indication of "connection error: the handle was connected while the cartridge was connected to the adapter" that was displayed. It obviously felt something was wrong, then the adapter was re-connected, and the display turned back to the normal display. The second reload was connected, and firing was tried to be performed to the crab stick sponge in the order of 1, 3, 2 again. Firing was performed with the maximum flexion of the cartridge to the left, but firing stopped at the sponge of the zone 3 placed in the middle (even at this time the indication of the resistance limit was still not displayed). Even though the down button was pressed again, firing was not started, the knife was released by pressing the up button as it was locked. Since the display did not appear when it should be displayed, and the power of firing was weaker than other demonstration devices. The procedure was completed with another device. Since there was no duplication, they decided to continue using handle while watching the condition.